Manufacturer narrative:
The company service representative examined the system and was able to replicate the customer¿s reported event. The illuminator module was replaced. Unrelated to the reported event, the male and female pneumatic connectors were replaced. The system was then tested and met all product specifications. The system was manufactured on january 4, 2010. Based on qa assessment, the product met specifications at the time of release. The illuminator module was received and a visual assessment of the returned sample showed no obvious nonconformities. A known good lamp was installed into the sample illuminator module, which was then installed into a calibrated system and booted up without any error. The lumens output from ports 1 and 2 were measured to be below company specifications. Upon disassembly, cracked aspheric collimating lenses were found on both ports. The root cause of the reported event can be attributed to the two cracked aspheric collimating lenses in the illuminator module. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that port one and two were not working. Ports three and four (auxiliary illuminator) were used. Additional information has been requested.